Event description:
After an implantation period of about 121 months, oversensing with inappropriate therapy was reported. At the moment, we do not have any further details with regard to the revision procedure. Should we receive more information, this report will be updated. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends confirmed an increase of pacing impedance in (B)(6) 2016 from approx. 800 ohms up to approx. 1300 ohms. Furthermore the provided iegms showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.